Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Attorney's report of patient's alleged "torsion, or twisting of her small intestine", adhesion, pain, bowel obstruction symptoms and mesh explant.